Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a non-reportable malfunction. During the device analysis, the service center identified that the device had missing adhesive (ke45) on the distal light guide cover and the forceps cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the missing ke45 on the light guide cover and the forceps cover was traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.